Event description:
It was reported a pericardial effusion occurred. A concomitant pulse field ablation and left atrial appendage closure (laac) procedure was performed using a watchman fxd double curve access system (was) and a 24mm watchman flx pro left atrial appendage closure device and delivery system (wds). During assessment of the closure device position prior to release, the anesthesia physician noted a pericardial effusion in the transverse sinus and surrounding the right ventricle (rv). The patient was monitored for an additional ten minutes following the procedure. The effusion remained stable and did not require intervention. The exact timing of the when the effusion occurred during the procedure could not be determined. The patient remained hemodynamically stable and is expected to make a full recovery.